Event description:
It was reported that the patient underwent a tactra malleable penile prosthesis replacement surgery due to unspecified reason. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.